Event description:
On (B) (6) 2010, a doctor reported that he removed a patient's implant one day after placement because the patient was experiencing inflammation and parasthesia. This is the first of two incidents.